Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs trial system on (B)(6) 2011 including a percutaneous lead. It was reported that the pt was experiencing overstimulation when she increased the amplitude for the therapy. Follow-up on this matter found that the pt's lead had migrated out of the epidural space and the device was explanted without incidence. It is undetermined whether the pt will receive a permanent scs system. No further info is available.